Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the hyperglycemia. The customer's blood glucose level was 425 mg/dl. Customer declined troubleshooting for high blood glucose since issue was due to blood in cannula. The device will not be returned for analysis.